Event description:
The reporter stated an aq1016v silicone three-piece lens was also inserted and then removed due to the surgeon changing his mind for an anterior chamber lens. The surgeon had a difficult time removing the cataract and felt the anterior chamber lens would be more appropriate. The aq1016v lens was removed and the surgeon changed his mind again and implanted another aq1016v lens. There was no patient injury and it was unknown if there was any lens damage.

Event description:
The reporter stated that an aq1016v silicone three piece lens was loaded and not used, due to the wrong diopter lens being pulled. There was no patient contact or injury.